Event description:
Alleged the bed would not go into a trendeleburg position.

Manufacturer narrative:
The account found a loose nut on the trend cylinder which contributed to the release mechanism for the trend cylinder coming out of adjustment. The account properly adjusted the release mechanism and tightened the loose nut to repair the bed.